Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pipeline flex shield flow diverter was used to treat an unruptured saccular aneurysm at the a1¿a2 location with a maximum diameter of 5.3 mm and a neck diameter of 4.2 mm. Dual antiplatelet therapy was administered. After a microcatheter was positioned at the distal vertical segment of a2, deployment was initiated and the distal end opened well and was pulled back to the anchoring point; however, during continued deployment at the a1¿a2 bifurcation, the stent failed to open. Gentle manipulation maneuvers were attempted without success, and the device was retrieved and redeployed but still failed to open. The stent was replaced, and angiography after replacement showed the stent was well deployed with good wall apposition. No patient complications have been reported as a result of this event. The devices were prepared according to the instructions for use (IFU). The patient's vessel tortuosity was moderate. The landing zone was 2.3mm distal and 2.7mm proximal. Ancillary devices include a phenom 27 microcatheter.